Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a usb port. Blood glucose was not impacted. Replacement wall adapter was sent to the customer to resolve the issue.